Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that within one month of the implant procedure, the patient was exercising and "felt faint, like they were going to black out". Their pulse was not going over 50 beats per minute. It was further reported that the implantable pulse generator (ipg) expected longevity was decreasing faster than expected and that "adjustments" were made to the device. The ipg remains in use. No further patient complications have been reported as a result of this event.